Manufacturer narrative:
Sections with additional information as of 30-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Customer initially reported complaint for e-3 error code. During the call, blood test was performed by the customer fasting and produced test result of 229 mg/dl using truemetrix meter. Customer stated that the test result was too high. Customer stated that her expected glucose test result range is 100 mg/dl fasting. The customer feels well and did not report any symptoms. No past medical attention was reported. Call was transferred to technician. Technician attempted to call customer and was unable to contact via telephone.